Event description:
On (B)(6) 2014, this vns patient reported via social media that she was having her vns explanted due to side effects. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Event description:
Additional information was receive stating that the vns patient was experiencing choking sensations, increased snoring, and decreased sleep. The patient reported these issues to her neurologist during an office visit on (B)(6) 2013. The patient¿s device was explanted on (B)(6) 2014 for patient comfort. Programming changes preceding the onset of the events caused or contributed to the patient¿s issues. Patient manipulation or trauma is not believed to have caused or contributed to the reported issues.

Manufacturer narrative:
Date of event: corrected data: additional information indicates that the patient reported the issues during an office visit on (B)(6) 2013.